Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the primary surgery was (B)(6) 2022. Due to early wear of the insert revision was done (B)(6) 2023. After that patient did not experience any major issues. However, all of a sudden, in early this year ((B)(6) 2025) she started experiencing squeaking after getting up from dinner table. X-rax showed proximal migration of the head in the socket. Second revision and insert exchange was done (B)(6) 2025. Since the second revision surgery patient is symptom free, no complaints. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the altrx neut 32idx48od appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. Additionally, the rim displays a portion fractured. It is reasonable to conclude that a disassociation event occurred between the acetabular liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx neut 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the primary surgery was (B)(6) 2022. Due to early wear of the insert revision was done (B)(6) 2023. After that patient did not experience any major issues. However, all of a sudden, in early this year ((B)(6) 2025) she started experiencing squeaking after getting up from dinner table. X-rax showed proximal migration of the head in the socket. Second revision and insert exchange was done (B)(6) 2025. Since the second revision surgery patient is symptom free, no complaints. X-rays were provided for review. The x-ray investigation revealed that the femoral head appears to be not centrally loaded and in contact with the cup. Due to the observed condition, it is reasonable to conclude that a disassociation event occurred between the acetabular liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: initial reporter address: /tritonlife magánkórház budaörs ii. Emelet kossuth lajos u. 9., budaörs, 2040, hungary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was (B)(6) 2022. Due to early wear of the insert revision was done (B)(6) 2023. After that patient did not experience any major issues. However, all of a sudden, in early this year ((B)(6) 2025) she started experiencing squeaking after getting up from dinner table. X-rax showed proximal migration of the head in the socket. Second revision and insert exchange was done (B)(6) 2025. Since the second revision surgery patient is symptom free, no complaints.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the primary surgery was (B)(6) 2022. Due to early wear of the insert revision was done (B)(6) 2023. After that patient did not experience any major issues. However, all of a sudden, in early this year (B)(6) 2025) she started experiencing squeaking after getting up from dinner table. X-rax showed proximal migration of the head in the socket. Second revision and insert exchange was done (B)(6) 2025. Since the second revision surgery patient is symptom free, no complaints. X-rays were provided for review. See attachment documents. The x-ray investigation revealed that the femoral head appears to be not centrally loaded and in contact with the cup. Due to the observed condition it is reasonable to conclude that a disassociation event occurred between the acetabular liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.